Event description:
After one year of cochlear implant use, this patient reportedly presented with a skin flap infection . Their device was explanted in 2005. Reimplantation is planned after the infection is resolved.